Event description:
It was reported that the paint on the handpiece insert of the system 6 sterilization case was flaking off during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the paint on the handpiece insert of the system 6 sterilization case was flaking off during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device was not returned for evaluation, so the reported event could not be confirmed.